Manufacturer narrative:
Only event logs were returned for evaluation. With no device and incomplete event logs, no root cause could be determined. The pump passed all post sterile inspection checks.

Event description:
The complainant reported that the purge pressure of an implanted impella 5.5 dropped while the impella flow increased. The purge flow rated remained consistent. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.